Event description:
Caller reported a potential false positive troponin I (tni) on triage cardiac panel vs. Lab analyzer. Patient came into the emergency department. A blood sample drawn at 7:28 pm gave a negative tni result on triage. A second draw done at 9:59 pm gave a higher tni result on triage. The doctor did not believe this result so another draw was done at 10:50 pm and sent to the lab. Tni was negative on th lab analyzer. Patient was admitted; no procedures were performed; no indication of an mi. No further testing on this patient was performed.

Manufacturer narrative:
Investigation pending.